Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is a separated motor. The motor has been replaced. A follow-up will be submitted if any additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which an internal failure alarm and the device stopped pumping. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in anesthesia. There is no further complaint information available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.